Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer was hospitalized a year ago, but he does not remember the details of the event. The caller stated that the customer has been using many infusion sets and would like to see if they can get them replaced. The father stated that the customer has been having a high a1c and was getting a little nervous, and he began to change the infusion set frequently. Advised the father that some of the infusion sets can be replaced, but not all. No further information was provided.